Event description:
Using walmart's equate brand of heavy duty fabric bandages my right arm wound, my arm developed an allergic reaction to the bandage causing burning and blistering. Refer to add'l documents in i2k.